Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-11 h6: investigation summary bd received 97 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'cocked stopper' with the incident lot was observed. Additionally, 20 customer samples were evaluated by functional testing and the indicated failure mode for 'underfill' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes device experienced underfill or low draw of a tube with blood. This event occurred five times. The following information was provided by the initial reporter. The customer stated: customer observed slow filling and underfilling of tubes. On closer inspection of the tube it was noticed that the cap was slightly askew and not well seated. 5 out of a tray of 100 were observed . The customer has questioned if this may the reason for what appeared to be reduced vacuum .the customer also reported that when they tried to push the cap of the affected tube down the cap did not move. Customer a phlebotomist/health practitioner observed slow filling and underfilling of tubes. Tubes collected was 2.both filled slowly, one was underfilled, about 1cm of blood in tube.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes device experienced underfill or low draw of a tube with blood. This event occurred five times. The following information was provided by the initial reporter. The customer stated: customer observed slow filling and underfilling of tubes. On closer inspection of the tube it was noticed that the cap was slightly askew and not well seated. 5 out of a tray of 100 were observed . The customer has questioned if this may the reason for what appeared to be reduced vacuum .the customer also reported that when they tried to push the cap of the affected tube down the cap did not move. Customer a phlebotomist/health practitioner observed slow filling and underfilling of tubes. Tubes collected was 2. Both filled slowly, one was underfilled, about 1cm of blood in tube.¿

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes device experienced underfill or low draw of a tube with blood and cocked stopper. This event occurred five times. The following information was provided by the initial reporter. The customer stated: customer observed slow filling and underfilling of tubes. On closer inspection of the tube it was noticed that the cap was slightly askew and not well seated. 5 out of a tray of 100 were observed . The customer has questioned if this may the reason for what appeared to be reduced vacuum .the customer also reported that when they tried to push the cap of the affected tube down the cap did not move. Customer a phlebotomist/health practitioner observed slow filling and underfilling of tubes. Tubes collected was 2.both filled slowly, one was underfilled, about 1cm of blood in tube.¿

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes device experienced underfill or low draw of a tube with blood and cocked stopper. This event occurred five times. The following information was provided by the initial reporter. The customer stated: customer observed slow filling and underfilling of tubes. On closer inspection of the tube it was noticed that the cap was slightly askew and not well seated. 5 out of a tray of 100 were observed . The customer has questioned if this may the reason for what appeared to be reduced vacuum .the customer also reported that when they tried to push the cap of the affected tube down the cap did not move. Customer a phlebotomist/health practitioner observed slow filling and underfilling of tubes. Tubes collected was 2.both filled slowly, one was underfilled, about 1cm of blood in tube.¿ h.6. Imdrf annex a grid:(B)(6).